Event description:
Additional information was received from the rep: the rep clarified that the patient was feeling sensations from the recharger. Both during and after recharging. They used a thin shirt to cover the entire recharger and this resolved the issue; belt was not used. Patient stated the last time they charged pt got a heavy duty charge from it (they felt stim more strongly), and said they keep turning it down because it feels like it jumps up high when it connects, this was referring to the jolt/shock from the recharger. The replacement recharger resolved their issues recharging. The cause of patient not being able to connect was due to low battery, and the patient can recharge effectively and connect now. The patient thinks the cause of the por was due to not charging. The cause of how therapy turned on at that high of a setting was not determined, but the implant had died and then when turned back on the patient was startled by the sensation of stimulation again. The cause of the communicator not working was not determined, but it was working now, and the likely cause was due to low ins battery. The issues were resolved now.

Manufacturer narrative:
H3: the shocking codes no longer apply to the ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that patient was getting device not responding as pt was disconnected from agent in that call. Pt stated they connected with ins with recharger and therapy is off. Pt stated they thought they had 65% battery level for the ins, but stated therapy was off. Patient services walked pt through trying to connect with ins using communicator and handset and pt successfully connected with ins and got por message and stated therapy had been turned off asmessage appeared that ins battery was below 10%. Pt stated they turned therapy on following dismissing por message. Pt reported they turned therapy on at 5.6volts on call and reported they don't know how therapy turned on at that high of a setting. Pt reported they don't know how stimulation got all the way to 5.6volts when pt turned therapy on and pt stated they were about ready to jump out the window when therapy turned on at this setting as it was shocking pt. Pt decreased stimulation to 4.0volts and then confirmed feeling stimulation comfortably. Pt stated they thought ins was 65%. Patient services reviewed ins recharging intervals and walked pt through how to check battery status. Pt stated on call that ins battery was at 10%, handset battery 68% and communicator battery 90%. Patient services reviewed ins needs to be charged. Provided education on how to charge pt's ins. Pt was getting 1707 message continuously when trying to charge ins on call. Reviewed recharging best practices. Pt confirmed recharger was positioned directly on ins, but continued getting searching and service code 1707. Pt also got recharger inactive message on call. Pt palpated ins and confirmed can feel implant. Pt repositioned recharger on ins and confirmed connected to charge and then would lose connection without moving recharger. Pt tried sitting in chair to charge and crossed leg on side of implant. Pt stated they thought they connected and saw ins battery was at 0, then jumped to 10%. Pt connected to charge with good connection at end of call. Patient services was unable to collect re charger serial number as pt was charging at end of call. Patient services did not ask about the circumstances that led to the reported issue. See above. The troubleshooting steps that were taken on the call resolved the issue. Pt mentioned again their recharger was replaced and stated that replacement seemed to be working. Pt later stated they have not used their recharger to charge their ins yet since getting replacement until today. Additional information was received from the patient. They reported that their communicator is not working, as they are seeing the device not responding message. Patient services reviewed communicator use and how to reposition the communicator over the ins however patient continues to see device not responding message. The patient also mentioned that the reason they knew the communicator was not working is because they started losing symptom control today. Patient confirmed their ins is charged to 70% when they checked it on monday but patient could not recall if the recharging app showed therapy was on or off. Patient services suggested patient start ins charging session to confirm ins battery level and therapy status however the call was then disconnected. The issue was not resolved through troubleshooting. Outbound call made back to patient but went straight to vm. Left message for patient asking them to call back. Patient mentioned their new recharger is working perfectly.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient initially reported their equipment has been working with no problems, they were doing pretty well since implant, but their symptoms of leaking more came back friday or saturday. Pt said they were calling today because they could not get their equipment to work, the phone is not communicating with their stimulator. Pt said before last night they were successful when they used their equipment. Pt said they have been recharging once a week if it is low, orange they charge it, the last time they charged pt got a heavy duty charge from it (they felt stim more strongly). Pt said they keep turning it down because it feels like it jumps up high when it connects during recharging, they put the charger on their skin pt said when they go to the bathroom they feel the little charge, the feeling of stim. Further clarification revealed pt was using the word "charge" to describe plugging the communicator and handset into the ac power cords and using the handset and communicator to increase stim. Pt also was using the word "charge" to describe the feeling of normal stimulation. Pt later explained they have not ever used their ins recharger, they did not realize they had it. Pt said the last time their ins was charged was upon implant, the manufacturer¿s rep, charged all of their equipment and their ins was charged. Patient services (ps) worked with pt to try and use the handset and communicator. After moving away from emi and powering down and back up their equipment pt got: device not responding. After several attempts to reposition and try again pt was not successful to resolve this issue. Worked with pt and their recharger. Pt reported they have never used it because they can't get this recharger to become charged when they put it on the dock and plug it into ac power. Pt said they tried one time to charge it on the dock and it started with 3 green boxes then as it was on the dock the green lights went from 3 full lights to 2 empty lights and one green light, it was taking forever to charge, they left it plugged in on the dock for over a day but now it won't turn on. (Asked/unknown date) reviewed it may be possible the reason their communicator can¿t find their device and their symptoms came back may be because their ins battery is empty and is not providing stimulation. Reviewed it would be best to try one more time to recharge the recharger on the dock using the thicker cord and after they have let it charge, they can try to use it to recharge their ins and then turn stim back on. Reviewed, if they need assistance they can call back. Pt will charge the charger and may call back for further assistance. On june 1st the patient called back and stated again that the handset is not communicating with ins likely due to ins needing to be charged. Pt mentioned again that several weeks ago when pt first tried to charge recharger there were three battery lights that went from 3 to 2. Pt stated the recharger is not charging and reported they have been "having trouble with it since the beginning". Pt clarified the recharger battery lights are rapidly going up and down while in dock. Pt held recharger power button down for about 5 seconds while on dock and stated recharger battery lights continued rapidly going up and down. Pt took recharger off dock and all lights went out and recharger would not power on. Pt put recharger back in docking station and stated battery lights were rapidly going up and down again. Pt tried to reset recharger while in dock and stated lights did not change. Pt pressed and released power button and tried holding recharger power button down for 5 seconds again and stated battery lights continued rapidly going up and down. Pt confirmed they are using thick charging cord to try to charge recharger. Pt confirmed green light was illuminated on docking station when plugged in and stated docking station is working. Agent sent email to repair for recharger and dock replacements.